Event description:
Additional information received reported the patient had no concerns with device or therapy. The patient received assistance from a doctor or manufacturer's representative and their concerns were resolved.

Event description:
It was reported the patient's stimulation was turning off. The patient had no stimulation sensation, and when the device was checked with the patient programmer, device was powered off. Multiple attempts to troubleshoot resulted in a poor communication screen on the patient programmer. The patient was unable to turn on stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (b)96) 2013. Product type: lead: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).